Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my removal was last week') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (laparoscopic vaginal hysterectomywith bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal and pelvic pain to be related to essure. The reporter commented: the catheter was the most painful part for me. Ended up taking muscle relaxer which did not work, and then dilaudid, which helped because it made me sleep. I understand your pain so well. My removal was last week. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: upon internal review it was found that this case ((B)(4)) was duplicate of this case therefore this case ((B)(4)) was marked for deletion.nullification reason: duplicate identified in initial case version never locked. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my removal was last week') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (laparoscopic vaginal hysterectomywith bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal and pelvic pain to be related to essure. The reporter commented: the catheter was the most painful part for me. Ended up taking muscle relaxer which did not work, and then dilaudid, which helped because it made me sleep. I understand your pain so well. My removal was last week. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my removal was last week') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal and pelvic pain to be related to essure. The reporter commented: the catheter was the most painful part for me. Ended up taking muscle relaxer which did not work, and then dilaudid, which helped because it made me sleep. I understand your pain so well. My removal was last week. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.